Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, the threshold measurements on the right atrial (ra) lead had increased. An x-ray was performed and it was observed that the ra lead had slightly dislodged. As a result, a revision procedure was scheduled. This ra lead was successfully repositioned. No additional adverse patient effects were reported.